Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously elevated thyroid-stimulating hormone (tsh) results generated by the unicel dxi 800 access immunoassay system for one patient. The results were reported out of the lab and were questioned by the physician as not matching the clinical presentation of the patient. The specimen was sent to a reference laboratory and a lower result was obtained. An amended report was submitted to the physician. Customer was not made aware of any patient injury or change in treatment associated with this event.

Manufacturer narrative:
The specimen is serum. Sample is not available for testing by bci. Customer did not report any system performance issues. Service was not dispatched. No clear root cause for this event has been determined to date.